Manufacturer narrative:
Date sent to the FDA: 04/14/2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformities were identified. Additional information: d10, h6. Additional h-3 summary: two unopened samples of product code were received for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and suture was used. The suture broke mid-length of the thread while closing the vaginal wall after removing the uterus. There were no adverse patient consequences reported.